Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds and a dislodgement, discovered by chest x-ray analysis. The patient required medical intervention and antibiotics in order to resolve this issue. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Complete lead was returned intact, not severed. Helix retracted. Noted dried blood/body fluid in helix housing and tip region, normal for ingevity. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed, indicating conductors were intact. No electrical shorts were found between conductors. Visual inspection revealed no abnormalities. The lead tip/helix appeared intact and undamaged.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds and a dislodgement, discovered by chest x-ray analysis. The patient required medical intervention and antibiotics in order to resolve this issue. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.